Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 310 mg/dl and an insulin pen was used to address the bg level. The customer thought that something was wrong with the pump. Tandem technical support had the customer check the pump and no issues were found. There were no alerts or alarms found in the pump history. The customer was put on antibiotics due to a possible bladder infection and the bg level has since been lowered.